Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 0 events were previously reported during the reporting quarter for this failure; however: previously reported event was included under MFR report # 0001811755-2019-02516 but should be included under this report. 1 total event was reported for this catalog number/device code combination for the reporting quarter. 1 reported event is included in this record. Product return status: 1 device was received. Event confirmation status: 1 reported event was confirmed. Evaluation results: 1 device was found to be affected by corrosion.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device had a sticky safety device that could lead to unintended power-up. 1 event had no patient involvement; no patient impact.